Event description:
Machine was not ventilating the pt after switching from manual to volume control. Changing back to manual seems working, back to volume control, no ventilation, back to manual, no ventilating possible. Indication for fresh gas was max, but no fresh gas was delivered. Logs have been sent. They have changed pc1672 board. The machine is out of use.